Event description:
On (B)(6) 2020, the lay user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained during follow-up with the reporter on march 18, 2020. The reporter advised that the alleged issue began on (B)(6) 2019 at around 5 a.m. The patient manages his diabetes with insulin (lantus, usual dose 72 units). The reporter advised during the initial call with the csr that the night prior to the alleged issue; the patient administered his usual dose of lantus (72 units) and that at around 4 a.m., on (B)(6) 2019, he woke with symptoms of ¿perspiring and sweating¿ which he associated with a low blood glucose excursion. The reporter advised that in response to the symptoms, she treated the patient by giving him orange juice. The reporter stated that at around 5 a.m., the same day, the patient tested his blood glucose using the subject device and claimed obtaining a ¿hi¿ blood glucose message which in response to, the patient administered 72 units of lantus (usual dose). The reporter advised that at around 7 a.m., that morning, the patient told her he ¿still wasn¿t feeling good¿ and as a result she took him to the emergency room where during follow-up with the csr, she advised the patient was treated with IV fluids and kept overnight for observation. The patient was discharged from hospital on (B)(6) 2019. The patient¿s blood glucose was reportedly tested using another device; however, the reporter was unable to recall the result(s) obtained. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device but was unable to confirm if the test strips had been stored correctly or if the test strip vial was intact. It is also not known if the test strips had expired or whether they had been open beyond their discard date. The reporter was unable and/or unwilling to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event that required treatment from a health care professional and the alleged inaccuracy issue could not be ruled out as a cause and/or contributor the event.